Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure, multiple "03 - console error" messages were generated by the aquabeam robotic system. The reported error messages were unable to be cleared after multiple troubleshooting steps were performed, subsequently, the aquablation procedure was aborted and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Additional manufacturer narrative: (B)(4). Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam console was returned for investigation. During functional testing, priming at 50% could not be completed as e02 failure occurred twice. Priming at 100% could not be completed as e03 occurred twice. Aquablation treatment was run without priming but could not be completed as e03 error occurred. The console was opened and the encoder gaping was inspected using the gapping tool and it was found to be nominal. There was contamination found both on the encoder wheel and lens and is likely the cause of the e02 failure. The contamination on the wheel could be wiped using a q-tip. Encoder signals look nominal in terms of shape and amplitude indicating no electrical damage to the encoder or ruling out any other encoder issues. Once the original encoder wheel and encoder were replaced with new ones, e02/e03 error was not seen during priming or treatment. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam console / lot number 21c01031 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. A 12-month similar complaint review identified 7 other similar events have been reported to procept. Aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: table 5 system detected errors and faults: e02 - console error: release foot pedal and click x. If error persists, turn off and turn on console. "E03 - console error: release foot pedal and click x. If error persists, turn off and turn on console." The root cause of the reported event has been determined to be due to manufacturing related issues associated with a third party supplier. A corrective action and preventive action has been initiated by procept to determine appropriate actions. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.